Manufacturer narrative:
Upon further review of investigation, bd has been determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a hard time passing the obstruction with the 16fr and has had some bleeding using intermittent catheter. Patient said it has subsided. No medical intervention was reported.

Event description:
It was reported that the patient had a hard time passing the obstruction with the 16fr and has had some bleeding using intermittent catheter. Patient said it has subsided. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.